Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, it was reported by a sales representative via (B)(6) that an ar-8737-37 driver shaft had the tip break off in the patient. The broken piece was retrieved from the patient and the case was completed successfully. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8737-37, batch 1391538, was received for investigation. Upon visual evaluation, the distal tip of the inserter shaft was broken. No broken pieces were returned for investigation. The most likely cause of the reported failure is the use of excessive force to pry and/or leverage the device.

Event description:
This was discovered during a hammertoe correction procedure on (B)(6) 2025. The case was completed without issues by using 2.5 headless comp ft screws. There was no significant delay, and no added anesthesia was administered to the patient. No adverse effects were reported on the patient.